Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the photo depicts a ruler on top of some mesh with an unidentified object next to the ruler. Without the physical product functional evaluation was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, upon removal some portion of the plastic sleeve was missing and fell into the patient's cavity. All pieces were reported to be retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, upon removal some portion of the plastic sleeve was missing. All pieces were reported to be retrieved.